Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. Reportedly, the pt began experiencing high blood glucose on thursday one day earlier which continued until they were hospitalized on saturday two days later, with blood glucose that was somewhere between 300-400mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.